Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "device failed psi test 3 times" was not reproduced. A review of the event history log revealed "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a defective force sensor. The downstream sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed battery test and downstreamocclusion and battery testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.